Event description:
Boston scientific received information that during implant procedure, the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance measurement when connected to the device in all configurations, but had 1200 ohms when tested to pacing system analyzer (psa). When connection test was performed, the impedance went to normal range as well as the lv sensing and threshold measurement. Additional information received that cause of oor impedance was not determined. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.